Event description:
Charger exploded- oral b power toothbrush [device catching fire]. Case narrative: consumer called and stated that the power went out and the charger of the toothbrush exploded. No injury was reported follow up: maltese product notes updated. 28-oct-2025: correction to data received 07-oct-2025: follow-up received date updated to 07-oct-2025 as per maltese product notes. Follow up: 30-oct-2025 product batch lot number updated.

Manufacturer narrative:
Reporter informated the company that the product has been discarded h3 other text : pending investigation

Manufacturer narrative:
Reporter informated the company that the product has been discarded.

Event description:
Charger exploded- oral b power toothbrush [device catching fire] case narrative: consumer called and stated that the power went out and the charger of the toothbrush exploded. No injury was reported. Follow up: maltese product notes updated. 28-oct-2025: correction to data received 07-oct-2025: follow-up received date updated to 07-oct-2025 as per maltese product notes.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Charger exploded- oral b power toothbrush [device catching fire] . Case narrative: consumer called and stated that the power went out and the charger of the toothbrush exploded. No injury was reported.